Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and low suspend alarm from the insulin pump. The cal history showed the customer's blood glucose of 50 mg/dl at 9:22am, 169 mg/dl at 9:14am and 246 mg/dl at 9:06pm. The customer stated that he was not sure why the pump has a dark circle. The customer declined to troubleshoot for low readings.